Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2024 and a drain was used. Drain tubing collapsed/ blocked as soon as suction was applied. Another drain was placed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. How long (in minutes) was surgery delayed? Na. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Was another drain needed to correct the situation? Yes. If yes, was the new drain placed surgically during a second procedure? Yes. Please perform and document the follow up attempt for product return. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, how many drains failed intra operatively (1 or 2)? Or did they fail post op? Were the drains replaced during the initial procedure when the issue was noted? Or was a 2nd procedure performed to replace one or two drains. What was the date of the 2nd procedure to replace the drains? Procedure name? Date of initial procedure? Confirm date of event where product had an issue (B)(6) 2024? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to replace a new drain? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Please clarify, how many drains failed intra operatively (1 or 2)? 2 intra op. Or did they fail post op? No. Were the drains replaced during the initial procedure when the issue was noted? Yes or was a 2nd procedure performed to replace one or two drains? What was the date of the 2nd procedure to replace the drains? No info for following/ not relevant. 2 drains failed intra op and was replaced successfully. Both drains sent back for complaint. Procedure name? Na. Date of initial procedure? Na. Confirm date of event where product had an issue (B)(6) 2024? Were there any intra-operative complications? If so, what were they? No. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to replace a new drain? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: complaint sample review: two complaint samples were received for evaluation both the products were inspected visually, below were detailed findings: both the sample were having an additional tube along with the dmd's drain. A deep hole on tubing area was visible on both the drains. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. It is suspected that, the portion of the hole on drain, might have came in contact with some pinned or sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.